Manufacturer narrative:
Insulin pump received with broken battery cap, corroded battery tube, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 583 mg/dl. The customer also reported that, the battery cap was broken off and insulin pump was turned off. Customer declined troubleshooting for the high and low blood glucose. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.